Manufacturer narrative:
(B)(4). Date sent: 10/26/2021 initial report was submitted with the incorrect awareness date. The correct awareness date should be july 26, 2021.

Manufacturer narrative:
(B)(4). Batch #: u5f299. (B)(4). Additional information: the procedure was converted to an open procedure because of the appendix metastasis, not because of the staples unformed. The patient¿s condition is stable. Were the deployed staples formed properly when device partially fired? => the sales rep reported that "staples were malformed." Can you please confirm the staple formation? The staples were unformed, but that was not a factor that the procedure was converted to an open procedure. Were the staples that were released upon firing the device formed correctly? =>the staples were unformed. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during an unknown procedure, the device had a problem at the 8th firing. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.